Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found it was partially deployed with the garage tube proximally displaced over the pusher tube exposing the carrier tube. The sheath was fully slit with the clip captured on the deployed undamaged vessel locator. Internal inspection detected a displaced catch indicating the trigger had been pushed to deploy the clip and the garage block was proximally displaced into the pusher block. The displacement of the garage block prevented the deployment of the pusher tube to complete the deployment sequence of the device, i.e. Clip deployment and vessel locator retraction. Due to the proximally displaced garage tube exposing the clip on the carrier tube, removal of the device through the tissue tract dragged the clip off the carrier tube causing the clip capture in the vessel locator. The device was reset for redeployment testing and was successful with complete deployment sequence occurring, less the device clip, with no resistance to thumb advancer deployment detected. A possible cause for the pusher-to-garage block displacement and subsequent failure to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. Based on the investigation findings, a possible cause for the pusher-to-garage block displacement and subsequent failure to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. A review of the lot history record for the lot did not produce any findings relevant to this report.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04994 for a description of the other device. It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the physician took a biopsy using a radiall jaw 4 lc - biopsy forceps, and the patient had some bleeding from the tissue; which required thermal care. They went to use an injection gold probe device, but it would not conduct any energy. The same generator and cable was used with a second injection gold probe device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during the delivery of the clip, there was difficulty in advancing the thumb advancer and the exchange sheath did not split. The clip was not deployed and hemostasis was achieved using manual compression. There was no adverse pt sequela reported. Though requested, no additional info was provided.